Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The delivery system and the stent were returned separately. The stent was returned in a plastic tube and found severely deformed over its entire length (i.e., elongated, stretched, and flattened). The balloon has clearly been inflated and was returned in a deflated state. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped centered on the balloon between the two x-ray markers. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force is tested in a defined amount of samples. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. The stent came off the balloon when stylet and protective sleeve were removed from stent delivery system. It was not noticed that the stent came off the balloon before insertion of the stent delivery system into the patient. No injury to patient and another orsiro mission with same size was placed in vessel.